Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose peaking at 381 mg/dl after a larger-than-usual meal and then trending down to 223 mg/dl, with no observed infusion set leaks, kinks, or disconnections; the user employs a contact detach infusion set (23 inch, 6 mm) and discussed meal announcements and dosing for larger meals. Symptoms included mild sleepiness and mild confusion at the peak glucose level. Outcomes included no emergency care or hospitalization, and the user declined a follow-up call. Investigation included telephone-based troubleshooting and education regarding timely meal announcements, use of ¿more than meal¿ entries, and the option to replace infusion supplies if glucose remains unexpectedly elevated. Investigation of this case revealed no device malfunction identified during troubleshooting and suggested that the hyperglycemia was plausibly related to meal size and timing of announcements rather than a device or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.